Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported the rv lead was capped (B)(6) 2018 due to high pacing thresholds and loss of capture. The ra lead had a high threshold after a changeout on (B)(6) 2017. The ra lead was watched and eventually displayed intermittent loc at max 5.0v/2.0ms. Decision was made to replace the lead due to patient ra pacing nearly 50% at 60 bpm. It is unclear if this lead is the ra or rv lead.